Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure. According to the complainant, the basket became stuck on a large stone in the patient's ureter. The physician was unable to open the basket to release the stone. Laser was used to break up the stone and the basket was removed from the patient in one piece. The procedure was successfully completed using a second zero tip nitinol retrieval basket. The patient was reported to be "fine" at the conclusion of the procedure.